Event description:
It was reported that the graftmaster was unable to cross to treat the perforation; therefore, the patient required additional medical intervention. A perforation occurred in the right coronary artery during use of a non-abbott atherectomy device. An attempt was made to treat the perforation with the graftmaster stent, but it could not be placed at the perforation site. The graftmaster was removed and replaced with a 3.0 x 18 vision stent which was successfully implanted, sealing the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned stent delivery system (sds) noted blood visible on the distal shaft, on the balloon and on the stent implant, which is consistent with advancing the sds into the body. The stent implant was undamaged and stationary on the tightly folded balloon between the markers. Additionally, the tip length was measured and was within manufacturing specification. There was no damage noted that could have contributed to the reported complaint. Overall, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. The additional therapy/non-surgical procedure appears to be secondary effect of the reported failure to advance as the device was unable to treat the perforation, requiring treatment with another stent implant. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify proper guiding catheter and guide wire movement. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. Reportedly, the lesion was 100% stenosed and likely contributed to the experienced difficulties. Based on the information provided, the reported failure to advance appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the product manufacturing records did not reveal any non-conforming material records associated with this report.